Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure in the left anterior tibial artery, the guidewire tip detached. When the physician opened the product it was noted that the distal portion of the guidewire was broken into two pieces. This event took place outside the pt's body. The procedure was completed with another of the same device. There were no reported pt complications. The current pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.